Event description:
The customer reported that during an ablation procedure the jaws of the device would not open and there was a firing error code. There was no patient injury.

Event description:
New information (B)(4) 2015: the device was returned to covidien and visual inspection discovered that the clear insulation was damaged. Further evaluation discovered that the device failed hipot testing.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The sample was received with the cord cut off. No functional testing could be performed. The jaws were not locked shut. The jaws opened and closed normally when the handle was activated. No trend has been identified for this failure mode. Visual inspection found the clear insulation was damaged. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. The additional findings did not contribute to the reported condition.